Event description:
It was reported via repair work order that the fowler was drifting due to malfunction motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the fowler was drifting due to malfunction motor. However upon investigation it was determined that the repair work order was created in error and there were no actual failures with the unit. This issue is not likely to cause or contribute to serious injury or death as the repair work order was created in error and no failures to investigate.

Event description:
It was reported via repair work order that the fowler was drifting due to malfunction motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.